Event description:
It was reported by a manufacturer sales representative that on (B)(4) 2011, error message code 202 occurred at the start up of the procedure and after the laser was rebooted. Per the manufacturer sales representative, the event occurred prior to the procedure being performed; however, the patient had already been sedated when the physician chose to cancel the procedure. No patient injury was reported.

Manufacturer narrative:
Per the manufacturer, the laser system problem code documentation for error message code 202 indicates a lps hardware interlock error.